Event description:
Obtained venous access right basilic for midline placement, good blood return, advanced about 1 1/2 - 2" into vein resistance met. Introducer needle and cath removed from vein while removing, last 1 -1 1/2 which extended beyond introducer sheared off. Tourniquet applied and client transported to hosp ER for treatment.